Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancies. The insulin pump went into threshold suspend when their sensor glucose was reading at 79 mg/dl while their blood glucose was 208 mg/dl. They treated the sensor glucose with carbohydrates. Their current blood glucose was 216 mg/dl. Troubleshooting was performed. The sensor¿s cannula was not bent. The suspend on low limit in the sensor setting was 80 mg/dl. The sensor will be returned for analysis.